Manufacturer narrative:
E.1. Initial reporter facility name:(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device printer was failed to work. A field service engineer (fse) disconnected the universal serial bus connector to the printer then removed the printer from the device and plugged the universal serial bus connector back in and allowed the driver to reload to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es printer was not printing. Customer tried to reboot and recover, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.